Manufacturer narrative:
The returned sensor passed external visual inspection. The sensor passed continuity testing with good continuity across the electrodes and between the electrodes and connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use.

Event description:
The customer reported the sensor provided psi values higher than the normal range. No patient impact or consequences were reported.